Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 20 mg/dl and 204 mg/dl, 24 mg/dl and 196 mg/dl, 195 mg/dl and 22 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.